Event description:
According to the information received, on (B)(4) 2012, a patient underwent a surgical procedure to remove an amplatzer septal occluder (aso), which had dislodged on (B)(4)2012.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.

Manufacturer narrative:
The device history record was not able to be reviewed as the device lot and serial numbers were not provided. The amplatzer septal occluder (aso) associated with this event was not returned to sjm for analysis. Sjm requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the aso was not returned for analysis and medical records / images were not provided. The cause of the aso dislodgement remains unknown.